Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2021 when explant occurred d6: explant date: 2021. Additional suspect medical device components involved in the event: model number/catalog number: sc-8216-50. Serial number: (B)(6). Batch/lot number: 16954427. Model/catalog description: artisan lead 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patients spinal cord stimulator (scs) device was not providing adequate pain relief. The patient underwent an scs system explant procedure. No further information could be obtained.